Manufacturer narrative:
One device was returned for repair of complaint that the device exhibited an error, an error that the volume has been reached. No relevant service history found within review period. No relevant event history found. Complaint was confirmed through power up test. Probable cause of event is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error, an error that the volume has been reached. The issue was discovered during testing, there was no patient involvement.